Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), affect lability ("feeling of instability"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding") and dermatitis ("dermatitis"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, affect lability, swelling, hypersensitivity, genital haemorrhage and dermatitis outcome was unknown. The reporter considered affect lability, dermatitis, genital haemorrhage, hypersensitivity, pelvic pain and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), affect lability ("feeling of instability"), swelling ("swelling"), hypersensitivity ("alergic reaction"), genital haemorrhage ("excessive bleeding") and dermatitis ("dermatitis"). The patient was treated with surgery (essure removal via bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, affect lability, swelling, hypersensitivity, genital haemorrhage and dermatitis outcome was unknown. The reporter considered affect lability, dermatitis, genital haemorrhage, hypersensitivity, pelvic pain and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. This case will be deleted from bayer pv database. Nullification reason: duplicate case from the (B)(4). Most recent follow-up information incorporated above includes: on 5-may-2021: this case will be deleted from bayer pv database. Nullification reason: duplicate case from the (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.